Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to a breakdown of lubrication/deprivation and debris. Lubrication breakdown may affect the rotational properties of the components of the device causing the symptoms. The device was scrapped at the manufacturer.